Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the stent was positioned on the balloon between the inner shaft markers. There was no damage visible to the stent. There were numerous kinks visible along the hypotube both proximal and distal to the detachment site. The hypotube had detached 74.0cm distal to the strain relief. Both ends of the hypotube were jagged and oval at the detachment site. The hypotube was kinked 4.2cm proximal and 3.7cm distal to the detachment site. There was blood visible in the inflation lumen and proximal cone of the balloon. Negative prep did not detect a leak; the balloon was successfully inflated to nominal pressure (9atms) and maintained pressure.

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed. Related to operational context (lesion had 90% stenosis and vessel tortuosity was moderate). Evaluation conclusion: unable to confirm complaint. Operational context caused or contributed to the event (lesion had 90% stenosis and vessel tortuosity was moderate). (B)(4).

Event description:
The physician attempted to deploy a resolute integrity 3.00 x 18 mm rx drug eluting stent. The target lesion was in the rca. The vessel tortuosity was moderate. The lesion had no calcification and 90 % stenosis. The stent was inspected prior to use with no issues noted. While the device was being advanced it was noticed that the shaft was broken 'by the proximal area of the stent'. It was described as a clean break. The device was removed with the guide catheter. There were no patient complications. The lesion was treated with another resolute integrity device.